Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause was not identified. No further issues were reported after the maintenance performed by the field service representative.

Event description:
The user sporadically received questionable creatinine plus generation 2 (creatinine) results over one and a half months. Four patient samples were involved; however the user provided data for only two patient samples, of which only one was reported outside the laboratory. The initial result was 609 umol/l and was reported outside the laboratory. The patient was admitted to the ER for a "couple of hours" for examination. The user stated this "caused stress on behalf of the patient". The sample was repeated and the result was 52.8 umol/l. The result from a new sample drawn from the patient a couple of hours later was 49.4 umol/l. The patient was not adversely affected and was currently feeling fine. The creatinine reagent lot number was 630928. The field service representative found a drop of acid wash on the washing station which would drip back into some of the cuvettes. He resolved the issue.